Event description:
It was reported that the customer has to do frequent battery changes and had failed battery test alarms on the insulin pump. It was stated that it is slow to rewind and has received unexplained no delivery alarms. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.